Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that patient has numbness on the left side of the body. The adverse event began on 2026-06-07. It did not result in hospitalization, and no other actions were taken. However, the adverse event did require treatment, including physical therapy and referral to neurology and pain management specialists. Diagnostic testing was performed on (B)(6)2026. An x-ray showed diffuse spondylosis without dynamic instability, with adequate spinal alignment and instrumentation noted at l3-5, and a possible l5 screw break. Patient reports numbness on entire left side of the body from neck to the left leg. Denies stroke like symptoms. Site seriousness assessment: there was no congenital anomaly, death, disability, hospitalization, life-threatening event, or medical intervention reported. Sponsor assessment (oc muo): site assessment pending; sponsor assesses as not related to the tlif procedure, possibly related to the grafting material and fusion device and causally related to the screw breakage. Outcome status- recovering/resolving adverse event info: does the adverse event involve a lumbosacral spinal level: no site seriousness assessment: severity of ae- mild site related assessment: the capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material, and study procedure were all reported as not related. Sponsor assessment (oc mu): sponsor assesses as not related to the tlif procedure or devices. The screw has been reported as a device deficiency.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.